Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
The problem could be may traced to a component failure. We are unaware about operator injury. We are waiting for more information.